Event description:
Operative report states the patient noticed a decrease in the size of her right breast. Patient had considerable capsular contracture, an open capsulotomy was performed and the right implant was found to be deflated.